Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low amplitude r waves. It was also reported that the right atrial (ra) lead exhibited intermittent atrial undersensing due to events falling into blanking period. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.